Event description:
While patient was on ventilator, a high-pitched alarm followed by a device alert alarm and vent inop alarm occurred. Although the device alarmed, the vent never stopped working. Intervention by the respiratory therapist was immediate. The ventilator was removed from the patient. MFR ref# 8020893-2014-01968.